Event description:
The customer returned this drill with a request for repair. There was no patient involvement, injury or surgical delay related to this failure.

Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the manufacturer. Investigation findings: the drill was received for repair and during testing, it was found to operate in the safe mode. This was related to a damaged poppet. A review of product history for the past 2 years found no reported problems for this failure mode.